Manufacturer narrative:
Additional information: d3(MFR name and street 1), d4(UDI), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. Visual inspection noted two sutures and two needles. For the first sample, the needle was returned attached to the suture. The suture was returned with the loop broken. Microscopic inspection of the loop noted that the transfer material was present. For the second sample, the needle was returned detached from the suture. Microscopic inspection of the needle revealed normal crimp marks and no suture present in the swage hole. The suture was broken into two pieces, and the loop end was missing. The suture was observed to be discolored and broke easily when manipulated. It was reported that sutures had broken threads. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the needle had detached. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device h istory records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing or deformation of the suture contributing to a loss in tensile strength. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vlocl0315, vlocl0315 v-loc 180 2-0 grn 30cm gs21, (lot # a3h2127vy); vlocm0023, vlocm0023 v-loc* 90 4-0 clr 45cm p12x12, (lot # a3a0158vfy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in an open joint replacement procedure, when closing the wound using the continuous suturing technique, one suture had its needle detached from the thread two minutes into the procedure. Two other sutures had broken threads two minutes into the procedure. Another device was used to complete the case. There was no patient injury.